Event description:
It was reported that at the end of a surgical procedure conducted at the user facility the post broke from the tracker during removal. No impact to the patient, adverse consequences, medical intervention, or delays were noted as result of the event.

Manufacturer narrative:
The reported event that the post broke from the tracker was confirmed through the visual inspection. It was observed that the interface was broken. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that at the end of a surgical procedure conducted at the user facility the post broke from the tracker during removal. No impact to the patient, adverse consequences, medical intervention, or delays were noted as result of the event.